Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility information has not been provided. This report file on 08/29/2007.

Event description:
It was reported that patient underwent total knee arthroplasty in 1998. In 2005, fractured locking bar was noted and revision procedure was performed the same month.